Event description:
Pt was attached to and supported by the heart-lung machine. The main arterial pump alarmed and then stopped. Error message read eprom err. The arterial pump flow was decreased to zero and the ac power was turned off and then back on. Flow was turned back up and re-established. Approximately 10 seconds to fully support pt's blood flow. The arterial pump acted normal after flow was established. The pt was cooled to 31 degrees c. A back-up perfusionist was notified to get the emergency pump ready to exchange with the faulty pump. While the emergency pump was being set up, approximately 15 minutes later, the arterial pump alarmed and shut off again. Error message again read eprom err. Once again, the pump flow was decreased to zero, ac power was shut off and back on. Pump flow was again increased to fully support the pt. Physician was notified that the pump was having problems and needed to be changed out with an emergency one. At 1120, the main arterial pump flow was decreased to zero and the power turned off. The pump was taken off of the base and the new one was attached and started up. (B)(4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag, (B)(4).